Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿the direct hernia sac was identified and dissected free. A perfix plug (device 1) was placed in the defect and secured with sutures. A onlay patch was placed in the floor of the canal and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia and left inguinal hernia thereby underwent open repair with implant of perfix plugs (device 2 and 3). Per op notes, ¿on the right groin, a direct hernia defect was identified and no evidence of indirect hernia. The prior plug (device 1) was noted. A perfix plug (device 2) with onlay patch was placed and secured using sutures. On the left groin, another direct hernia was identified and there was no evidence of indirect hernia. A perfix plug (device 3) was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with incarcerated recurrent left inguinal and recurrent right inguinal hernias thereby underwent open repair with implant of perfix plugs (device 4 and 5). Per op notes, ¿on the llq, incarcerated direct hernia defect was identified and reduced. No indirect hernia. A perfix plug (device 4) with onlay patch was placed and sutured. On the rlq, direct hernia defect was identified and reduced. No indirect hernia. A perfix plug (device 5) with onlay patch was placed and sutured.¿ (note: the is no visualization of previous meshes).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. This emdr represents the bard/davol perfix plug (device 3). Additional supplemental emdr and an emdr were submitted to represent the bard/davol perfix plugs (device 1 and 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.